Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination revealed that the fractured occurred at the upper jaw of the device. Magnified optical images were taken on the fractured surface. The fractured surface of the rod cutter exhibits a rough grainy pattern that appears fairly uniform. This pattern is indicative of a static high load brittle failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the peak 3.0mm fixation rod cutter was performed. Lot no: 0410k was released in six (6) batches on 4/22/2010, 6/15/2010, 6/15/2010, 6/7/2010, 6/23/2010 and 7/26/2010 without any discrepancies. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was released accomplishing all quality requirements. A twelve month complaint analysis was conducted. The analysis did not identify any systemic trends requiring further action. The root cause of the rod cutter tip becoming broken cannot positively be determined. As no issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer and no systemic complaint trends have been observed this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the tip of the peak 3.0mm fixation rod cutter broke when the surgeon tried to cut the pre-bent rod during surgery. Affiliate reports that no broken piece was left in the patient. The surgeon used a universal rod cutter instead and completed the procedure without problem. There was no surgical delay or harm to the patient because of this incident. It is unclear as to whether tip breakage occurred in or near the surgical site. As such, this mfg. Medwatch report is being submitted to document the event.